Event description:
It was reported that smoke went up from the 8800 system during a case. Surgery was cancelled, due to the smoke coming out of the system. No pt injury was reported.

Manufacturer narrative:
A ge service rep preformed an on site investigation. The capacitor burnout on the psu power supply, this was replaced during the service call. The system was tested and found to be working as intended and put back into service.